Event description:
Customer alleges that the monitor failed to alarm.

Manufacturer narrative:
Spacelabs' on-site testing at the hospital found that the telemetry transmitter, model 91347, was not functional. The telemetry receiver passed functional testing. Initial testing of the transmitter and receiver at spacelabs' (B)(4) facility found both devices operating within specification. The transmitter was tested with the battery and leadwire set provided by the hospital. Additional testing of the transmitter is ongoing. Additional information will be provided as soon as it becomes available.